Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since instrument paths and a biopsy resection were applied in a different location in the brain than anticipated, with the brainlab device involved, despite according to the surgeon: the biopsy sample confirmed tumor diagnosis as desired. The laser treatment was able to achieve ca. 50% ablation of the tumor, which was less than ideal but not causing a negative effect. There were no negative effects to the patient, and there was no harm to a critical brain structure (e.g. Blood vessels or important brain tissue), neither due to the craniotomy nor due to the path and resections actually applied with the biopsy needle and laser fiber. There was only minimal delay of the surgery / anesthesia due to this issue. There are no remedial actions necessary, done or planned for this patient. There was also no prolong of hospitalization. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviation of the biopsy and laser fiber path from the planned trajectory, of ca. 9 mm at the target, is a combination of the following factors: a less than ideal registration technique performed by the user: the user did not completely follow the brainlab recommendations regarding the optimal number of fiducials (visible on the patient scan) and distribution/placement of fiducials on the patient's head. Additionally, the registration points were not acquired in exactly the same locations as planned in the software on the patient scan, e.g. Due to skin shift in between the scan and the surgery. This can cause the software to find a match that is not as accurate as desired between the pre-operative patient images and the actual patient anatomy. A damaged sterile reference array that had bent posts for the marker spheres, e.g. Due to improper handling and / or long-term use, was used as the patient reference for navigation. The navigation software relies on the recognition of an exact geometry of the reflective marker spheres on the reference array in order to accurately track navigated instruments on the registered pre-operative patient scan. If the geometry of the reflective marker spheres on the reference array during registration is different from the geometry after draping and exchange to the sterile reference array, i.e. Due to bent pins, the navigated instruments on the navigation display may be inaccurate. As a further, minor contributing factor: a movement of the patient reference array and/or movement of the patient's head within the non-brainlab head holder during the procedure (after registration was initially performed) might have occurred due to an insufficient rigid fixation and/or inadvertently applied forces during (or after) draping. Movement of the patient reference relative to the patient's head (or vice versa) cannot be recognized by the navigation software and can result in an inaccurate display of tracked instruments on the registered (pre-operative) patient images. Apparently, the resulting deviation in the navigation display was not recognized by the surgeon with the appropriate and necessary accuracy verification of the registration, after draping, and throughout the procedure prior to making the burr hole and inserting the biopsy needle and laser fiber. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. The user facility removed the visibly damaged navigation reference array from clinical use at the hospital.

Event description:
A cranial surgery for a laser interstitial thermal therapy (litt) of a cerebellar tumor, located underneath the ventricle and pushing on the brain stem, ca. 7-8 cm deep in the brain with a size of ca. 11.7 ccm (ca. 25 mm x 31 mm), has been performed with the aid of the brainlab navigation version 3.1. Placement of one laser fiber was intended and done, additionally a biopsy sample with a navigated biopsy needle was taken beforehand in the course of the surgery. Pre-operative MRI scans were acquired before the surgery on the same day, to use with navigation. A trajectory was planned on the MRI scans. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder. Performed the initial patient registration on the pre-op MRI acquiring planned registration points on fiducials fixated on the patient's skin to match the display of the navigation to the current patient anatomy. Verified the accuracy of the registration and accepted the registration to proceed. Removed the unsterile navigation reference array and draped the patient, and attached a sterile reference array. Determined the location of the burr hole for the desired approach with navigation, and created the incision and a burr hole (craniotomy) of ca. 4.5 mm by drilling through the navigated varioguide aligned to the planned trajectory. A (non-brainlab) mini-bolt aligned to the trajectory was inserted in the burr hole for the laser fiber. Used a navigated biopsy needle through the navigated varioguide with a temporary smaller insert for the needle, to take a biopsy sample following the planned trajectory (1 pass). The tissue sample was sent to pathology, and tumor diagnosis was confirmed as desired. Nevertheless, once the syringe had been removed from the lock, cerebro-spinal fluid (csf) was observed to come out of the needle, which was not expected. Inserted the (non-brainlab) laser fiber aligned by and following the placed mini-bolt and the former biopsy trajectory. Performed a post-placement MRI scan before administering the laser therapy, and determined that the actual position of the laser fiber (and also the former biopsy path) intended to follow the planned trajectory, deviated from the intended target point planned at the center of the tumor, by ca. 9 mm in the posterior medial direction (and by ca. 3mm at the entry point / burr hole). Decided to not correct the laser fiber position for the laser therapy, and proceeded with the thermal laser treatment ablating in one direction only, towards the center of the tumor. Completed the surgery and closed the patient. According to the surgeon: the biopsy sample confirmed tumor diagnosis as desired. The laser treatment was able to achieve ca. 50% ablation of the tumor, which was less than ideal but not causing a negative effect. There were no negative effects to the patient, and there was no harm to a critical brain structure (e.g. Blood vessels or important brain tissue), neither due to the craniotomy nor due to the path and resections actually applied with the biopsy needle and laser fiber. There was only minimal delay of the surgery / anesthesia due to this issue. There are no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either.